Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was successfully completed and the versacross connect with the trusteer was were advanced into the patient. After five minutes of attempts of crossing the septum, a pericardial effusion was noted as a result of a perforation on the posterior wall of the laa. Due to the position of the perforation, a pericardiocentesis could not be performed. The physician decided to perform a thoracotomy to repair the perforation and resolve the pericardial effusion. There were no other complications that were reported to have occurred as result of this event and the patent is expected to make a full recovery.